Event description:
The physician was treating a 16 mm aneurysm in the ica and had the px microcatheter trapped then deployed an enterprise stent at the neck of the aneurysm. The physician then chose a 16x60 pc400 coil standard and deployed it into the aneurysm. The physician then chose an 8x20 complext soft, lot # f21693 and while deploying into the aneurysm, he experienced resistance. He then decided to retract and reposition the coil, but felt it detach in the catheter. He was able to still push most of the coil back into the aneurysm. With still a couple of centimeters of coil hanging out, the catheter fell out of the aneurysm and the couple of centimeters of coil fell out around the stent. Images were taken and the hospital reported that the patient woke up afterwards and was stable.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device implanted in patient.